Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Caller reported a power source alert while using tandem charging equipment. There was no adverse impact to the customer's blood glucose level. After leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.